Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtaiend from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1999, the pt underwent a primary left l4-l5 spinal root decompression. Five days later, the pt presented with recurrent disc herniation. The investigator noted the event as severe in intensity. Physician ordered an MRI - results were positive for recurrent disc herniation at the left l4-l5. Pt was scheduled for secondary surgery. It was reported that the conditon resolved with treatment the following month. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted this pt natural history/trauma as a possible cause for the event. Six days later, the pt presented with superficial wound infection. The investigator noted the event as mild in intensity. Physician prescribed oral keflex. The condition was reported as resolved with treatment 9 days later. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted surgical complication as a possible cause for the event. In 2000 the pt presented with neck and left arm pain. The investigator noted event as severe in intensity. Physician prescribed surgery. The outcome of the event was reported as continuing with treatment (awaiting surgery) when the pt was last seen 4 months later. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted intercurrent illness as a possible cause for the event.